Event description:
Caller reported discrepant a high troponin (tni) result on the triage cardio profiler. A (B)(6) male patient presented to the emergency department (ed) with shortness of breath, weakness, cough, fever and chest heaviness. Whole blood edta patient samples were collected and ran on (B)(6) 2012 at 1449. Initial tni result was 0.4 ng/ml. Two repeat tests were performed with the same sample on the profiler and the triage cardiac panel (lot #w51134). Both meters yielded tni results of <0.05 ng/ml. A second sample was collected at 2102 and ran on the cardiac panel with tni result of <0.05 ng/ml. Two additional samples were collected on (B)(6) 2012 at 0345 and 0630 and ran on the cardiac panel. Tni results from both meters were <0.05 ng/ml. Visual inspection of specimen revealed slight hemolysis. EKG showed atrial fibrillation with nonspecific st and t wave changes. Because of patient's vague history of chest discomfort, patient was given an aspirin (325 mg), which was chewed. Chest x-ray revealed no significant change from previous week. Patient tni was normal a week prior. The patient had a duoneb in the emergency room with improvement in his symptoms. He was also given 500 mg IV of levaquin. Physician stated that the 0.44 ng/ml tni result was elevated compared to a week prior and could represent a new myocardial infarction, especially given the chest heaviness patient has been having. Physician recommended transferring patient to cardiologist, but patient refused, so he was admitted to the intensive care unit (ICU) at the ed. Patient received two treatments for his chronic obstructive pulmonary disease (copd) exacerbation and pneumonia. Patient remained hemodynamically stable and actually quite comfortable in the emergency room. His blood gas is at his baseline. No evidence of acute acidosis or acute hypoxemic or hypercapnic respiratory failure with a chronically compensated respiratory acidosis. Patient was discharged on (B)(6) 2012, with a final diagnosis of congestive heart failure (chf).

Manufacturer narrative:
Patient's sample was returned for investigation. Product support tested returned sample and 10 'normal' (apparently healthy) whole blood edta donors on retained lot w50749 for observations of tni recovery. Conclusion: no discrepant or high bias tni results were observed with any of the 10 whole blood donor samples and returned sample tested on retained lot w50749. All values were below 0.10ng/ml. All values obtained were within manufacturing final release specifications. Customer's complaint was not reproduced during retained testing of patient's sample and whole blood donors. Sample specific interferences could be ruled out. As of (B)(4) 2012, there are two complaints against lot w50749. Complaint issue will be subject to tracking and trending. (B)(4) was opened to address elevated tni at low end concentrations.